Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.